Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced an adhesive event with an infusion set as the infusion set and the sensor fell off after being used for 1 day. Patient confirmed to not perspire heavily and was unsure of the cause of the product not adhering. No further information available.